Event description:
Reporter indicated that patient's generator protruded and extruded from the chest pocket. Further follow up revealed that the patient underwent revision surgery to place and secure the generator back in the pocket.